Event description:
The needle detached and landed in the patient's suprahyoid musculature. Flouroscopy obtained and the needle identified. An intramuscular dissection performed and the needle was successfully removed. No harm to the patient.